Event description:
Our rep reports that during an arthroscopic knee procedure, a portion of the distal tip of one of the drill guides broke off into the condyle and remains buried therein. The repair was concluded successfully without further incident or harm to the pt. The facility discarded the complaint device. (The surgeon stated, that this happened to him on 2 other occasions in the recent past, 1 sometime in 2008, and the other sometime in the latter part of 2007.... This is as precise as he could get.........see associate mdrs 1221934-2008-00132 and 1221934-2008-00133.

Manufacturer narrative:
Nothing is being returned for eval. This type of failure is associated with not using the proper technique to remove the guide sleeve from the bone. The most likely scenario is that the user may have torque the device from side to side as opposed to pulling it straight out to remove it, causing the metal of the guide tube to fatigue and break off. Therefore, this is more than likely a user technique issue. Although no injury or pt consequences are being reported, the broken fragment was not retrieved from the pt. There is the possibility that pt injury could potentially occur. We do not know what impact, if any; this would have on the pt. It is because of this uncertainty that this report is being filed to document this event. At this time to further action is required.